Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited paddle support damage. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips brazilian distributor and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the paddles support was damaged. Available information indicates that the paddles support was damaged. The paddles support was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to the paddles support damage. The root cause of the paddles support damage could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The paddles support was replaced and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.